Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator for spinal pain. The patient also had a medical history of chronic low back pain to bilateral legs/feet and sciatica. It was reported that the patient decided to stop using their implantable neurostimulator (ins)/therapy about one year prior to the report due to recharge burden. The ins was replaced with a device with improved recharge time and an MRI compatible system. There were no further complications reported or anticipated.